Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing did not confirm the reported event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error code e216 was displayed and there was no image when preparing the video system center for use. Additional details have been requested regarding the reported event. No additional information is available. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was reported that an image or error e216 occurred, though but no abnormality/ no reproduction was confirmed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.